Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced rib pain due to the lead allegedly compressing a nerve. The lead was implanted at the t8 vertebral level. The lead was removed and replaced with a different model. Postoperatively, effective therapy was reported.